Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Impact to blood glucose was not provided. Although multiple attempts were made to contact the customer, no reply was received. No additional information was provided.

Manufacturer narrative:
Upon follow up, tandem clinical diabetes reported that customer's healthcare provider (hcp) reverted the customer to manual injections for insulin therapy. Reportedly, customer's hcp provided further diabetes education to the customer as there was "some non-compliance issues". Hcp was not concerned about the pump functioning properly.